Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient got hung up on before the issue with their device had been resolved. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.